Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.0x8mm trek rx balloon dilatation catheter (bdc) was being prepared per the instructions for use; however, a leak was noted during an attempt to pull negative pressure. Pressure was applied and the leak was confirmed. The bdc was not used and there was no patient involvement. The procedure was successfully completed with a new 3.0x8mm trek balloon dilatation catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. Visual inspection was performed on the returned device. The balloon rupture was not confirmed; however, the noted tear in the outer member is likely what was perceived as the rupture since the balloon dilatation catheter would not hold pressure. The reported leak and inflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Additional information received stating: after the leak was noted during an attempt to pull negative pressure, an attempt to inflate the balloon outside of the patient anatomy was made. At this time it was noted that saline or contrast was coming out drop by drop and the balloon failed to inflate. No additional information was provided.